Manufacturer narrative:
Pt age: this value is the average age of the patients reported in the low bmi cohort as specific patients could not be identified. Pt gender: this value reflects the gender of the majority of the patients reported in the low bmi cohort as specific patients could not be identified. Date of event: please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Marola, o., cherala, r., prusik, j., kumar, v., fama, c., wilock, m., crimmins, j., pilitsis, j.g. Bmi as a predictor of spinal cord stimulation success in chronic pain patients. Neuromodulation : journal of the international neuromodulation society. 2016. Doi: 1 0.1111/ner.12482. Summary: spinal cord stimulation (scs) is an effective method of treating chronic pain. Obese patients are overrepresented in chronic pain cases. We examine the effect of body mass index (bmi) on scs success. Reported events for low bmi cohort (n=58, avg. Age=52.1, 19 m - 39 f): a. 5 patients with spinal cord stimulation (scs) for chronic pain experienced lead migration. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.